Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received indicates that surgical intervention took place where the patient was explanted and replaced with a boston scientific system.

Event description:
It was reported that patient could not enter MRI mode. As a result, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which lead was at fault.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI: (B)(4), serial: ()(4), batch: a000099398.